Manufacturer narrative:
Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd cathena¿ bc straight catheter there was an issue with safety mechanism failed to engage.

Manufacturer narrative:
H.6. Investigation: DHR review was performed and no similar qn was raised. No abnormality was observed that could have influenced the issue. One sample wa returned without cover and adapter for investigation. Safety activation failure was observed. The adapter had been removed but the tip shield was still in the hub. The probably root cause could be due to the damaged adapter. However, the root cause could not be confirmed as the adapter was not returned for investigation. CAPA#821876 was initiated.

Event description:
It was reported with the use of the bd cathena¿ bc straight catheter there was an issue with safety mechanism failed to engage.